Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and lumen. There were numerous hypotube kinks. The balloon, markerbands, proximal bond and tip were microscopically examined. A longitudinal tear was identified in the balloon wall. Microscopic examination of the balloon presented no irregularities in the balloon material, markerband and proximal bond that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the patient's status was good.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the non-calcified circumflex artery. After rotablation was performed and a stent was implanted, a 3.00mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, the balloon ruptured before reaching its nominal pressure. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported.